Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, the patient developed an infection and the valve was explanted. The patient was implanted with a mechanical valve. No other information is known at this time.

Manufacturer narrative:
Since the initial medwatch was submitted additional information has been received. Event date, implant date, explant date, manufacture date, expiration date, brand name, serial number and catalog number have been provided on this report. Additional information: medtronic received information that 3 months following the implant of this bioprosthetic valve, the patient developed endocarditis. No vegetation was noted on the valve. The source of the infection was unknown. The valve was explanted and replaced with a mechanical valve. The patient recovered from the reoperation and was discharge home and reported to be doing well. The valve will not be returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: no product has been returned for analysis; however, product return, event date, and additional information is pending. Device history review could not be performed, as no serial number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.